Event description:
The customer reported a connector inside the pt data module (pdm) was loose resulting in an intermittent defibrillation sync waveform. The customer had another pdm available to swap out. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.